Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 80, 69 and 58 mg/dl. The customer's expected fasting blood glucose test result range is 75 - 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer stated he has been getting high results as well but is more concerned with the low results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer; customer had just eaten. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/27/2018 and open vial date is month of (B)(6) 2017. Customer stated he takes his blood test fasting in the mornings and the evenings. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:the customer is concerned with the 5 results provided in the meters memory he takes his blood test fasting in the mornings and the evenings. He has been getting high results as well but is more concerned with the lows. He said when he got the low results he was not having any low symptoms. He would start to feel glarey eyed below 70 mg/dl and he was not.